Event description:
Caller reported experiencing a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer planned to attempt reloading a new cartridge while on the way home and had multiple daily injections as a backup. Technical support arranged to send a replacement pump with updated software and provided instructions on storage modes and returning the problematic pump. They confirmed the shipping address and a follow-up was scheduled to ensure the customer could reload a new cartridge.